Event description:
It was reported that bd¿ saf-t-intima IV catheter safety system with prn adapter had leakage at the prn. Adr# (B)(4). Foreign complaints the following information was provided by the initial reporter, translated from chinese to english: ¿ event date: (B)(6) 2019. It's been noticed that there was leakage at the prn. The prn was replaced. Adr# (B)(4).¿

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 6294176. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Report source: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ saf-t-intima IV catheter safety system with prn adapter had leakage at the prn. (B)(4). Foreign complaints the following information was provided by the initial reporter, translated from (B)(6) to english: ¿event date: (B)(6) 2019. It's been noticed that there was leakage at the prn. The prn was replaced. (B)(4)¿.